Event description:
It was reported when two instruments was used during a hernia procedure, they would either not fire or form proper staples. A third instrument was used to complete the case. There was no consequence to the patient.